Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported a patient had a very thin flap created despite being programmed for a thickness one hundred and ten microns, the surgeon did not lift flap in the unknown eye of a patient, during lasik surgery.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. During on site visit, field service engineer performed full device check and field service engineer was unable to replicate issue. Field service engineer found that the application interface lock button was not springing back to position every time. Cleaned and lubricated button assy. It¿s possible that the patient interface was not fully locking in some cases. Field service engineer also noted that the thermostat was set to sixty-four f. Increase temp to sixty-seven and advised customer to not lower to that value. Service installation record confirmed system meets specifications. Not enough information was provided to properly complete an investigation. The root cause could not be identified by the investigation. The manufacturer internal reference number is: (B)(4).